Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that there was a sensor failure message immediately following the intra-aortic balloon (iab) insertion in the cath lab. The customer was not aware of damage during insertion. Pressure indices were obtained by using a transducer and the fluid filled central lumen. There was no injury or harm to the patient.